Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the reported events could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light transmission is lost or too low due to broken lg (light guide) bundle of the video cable section and caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited a dent on the distal tube, a cut on the protector of the video cable section, broken lg (light guide) bundle of the video cable section and lost or too low light transmission. There was no patient involvement.